Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller was sent a replacement cable and wall adapter to attempt to resolve the issue. Multiple attempts were made to follow up with the customer, but no further information was received.